Event description:
It was reported that the patient was revised approximately 27 years post-implantation due to suspected liner wear and the liner was seen disassembled on an x-ray. During surgery, the liner was found fractured, and the liner was found removed from the cup. The cup remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00574. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).